Event description:
When performing a chart check on a patient chart, the dosimetrist noticed that 1 of 7 fields was not treated on 3 treatments. After further investigation he noticed that in the scheduling tab, the sessions were partially completed. He said the therapist closed patient and removed from que (as they had setup fields in the plan also and mistakenly thought that the field was a setup making up the dose by adding to the remaining treatments, so the patient will receive full planned dose.